Event description:
New information noted the battery longevity on the leadless pacemakers rebounded to normal expected range during re-interrogation.

Event description:
Related manufacturer reference number: 2017865-2024-03255. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular leadless pacemaker had prematurely reached recommended replacement time (rrt). Further investigation found the right ventricular and atrial leadless pacemakers exhibited poor implant to implant communication which corrupted the battery longevity on the right ventricular leadless pacemaker. No changes or interventions were reported. The patient was in stable condition.